Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the smart device is kicked out of the 2 hour warm up session. No additional patient or event information is available. Data was provided for evaluation. The reported smart device is kicked out of the 2 hour warm up session was confirmed via data. The patient's smart device experienced signal loss during the 2 hour warm up. A root cause could not be determined.